Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 373 mg/dl, 159 mg/dl, 290 mg/dl, and 165 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.